Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing syncopal and presyncopal episodes. Upon interrogation, the right ventricular lead exhibited varying thresholds and loss of capture. It was also noted that at a previous follow up, the lead had exhibited high impedance but during this visit the impedance was stable. The physician elected to cap and replace the lead on (B)(6) 2015. The patient was noted to be stable post procedure.